Manufacturer narrative:
Field service engineer (fse) troubleshot complaint and found the issue was due to a defective infimed video card (graphics board) on their platinum one. Fse replaced infimed video card (graphics board). Fse then verified proper operation using hut dr service manual, sedecal generator service manual, huestis collimator service manual, and the infimed platinum one tech manual. System was returned to full service by the customer.

Event description:
On (B)(6): customer reports staff noted the system failure when starting up room for days procedures. Customer does not have a back up room. Procedures were cancelled by the physician. No reported injury.